Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) two introducers were unable to withdraw blood from the side port after the obturator was removed. The leadless ipg was implanted. No further patient complications have been reported as a result of this event.